Manufacturer narrative:
Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported the ict aspiration pump was leaking after performing quarterly maintenance. The customer was instructed to check the ict 1 ml syringes and check valve connections while using the architect c8000 analyzer. The customer was instructed to check all 1 ml syringe and check valve connections to make sure they were secure. The customer stated no further issues were observed after this. There was no reported impact to patient management or user safety.